Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "pump-fast flow" according to the customer: fast flow.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 23h02ged42 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between (B)(4). Device history record (DHR):- reviewed the DHR for batch 23h02ged42, there is no abnormality and no such defect detected at in process and at final control inspection. As no complaint sample was received, further investigation is not possible. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause : cause could not be determine. As no complaint sample was received, further investigation is not possible.